Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 345 alarms. Service evaluation verified the system error 345 alarms which were caused by an out of calibration upstream thermistor. The upstream thermistor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.